Event description:
A report was received that, during a trial implant procedure, the pt experienced severe pain while the physician inserted the leads. The leads were removed, and the procedure was aborted. The pt was sent to the emergency room for an MRI. The MRI results showed nerve impingement. The pt is reportedly doing well after the procedure.

Manufacturer narrative:
This is the final report.